Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and competitor right atrial (ra) lead exhibited high out of range impedance measurements. It was suspected the ra lead was fractured and the patient was sent for an x-ray. No adverse patient effects were reported.